Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device's flow rate was normal. There was no known cause of the reported issue. The device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement and no patient harm reported.